Event description:
It was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation and high capture thresholds due to micro dislodgement. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation and inadequate capture. As received, a complete lead was returned in one-piece. Visual examination found two tines to be cut off and were not returned, consistent with procedural damage. There was no sign that the tines were missing due to incomplete molding. The reported events of r-wave amplitude variation and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies.